Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a broken xtra-silent nite slide-link appliance. The doctor's office reported that the arm attachment had popped off, also the tray is cracked. The patient received the appliance on (B)(6) 2022 and stopped using the device on (B)(6) 2024. The patient was experiencing sensitive and swelling gingiva. No relevant medical history of the patient was reported.

Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).